Event description:
It was reported that the distal end of the device became kinked when the physician attempted to insert the device down the wrong channel on the scope. The device was then unable to maintain shape. The procedure was completed with a second device. There were no reported clinical consequences.

Manufacturer narrative:
.